Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -4.00/+4.00/x087. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo 12.1 -4.00/+4.00/x087 diopter implantable collamer lens in patient's right eye on (B)(6) 2016. Low vault was noted. The lens was explanted on (B)(6) 2016 and exchanged for a longer length lens. This resolved the problem. On (B)(6) 2016, patient's last visit; ucva was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was torn. (B)(4). As per dfu for this lens model, implantation of this lens in an eye with an anterior chamber depth (acd) less than 3.0mm is contraindicated. This patient has an acd of 2.83mm. (B)(4).